Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with broken door was not confirmed or duplicated by baxter personnel. A quality engineer has reviewed the service evaluation and has determined that there was no additional evidence in the sample evaluation of the device to confirm the reported problem. Therefore, no repairs were made. Should additional information be received a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition.